Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device, tubing, airway and water chamber. Patient also alleged skin irritation and that the device has a burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 09, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging burning/smoke/electrical odor and skin irritation related to CPAP. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Manufacture observed the following from an external and internal inspection: dirt-like contamination on ui panel,brown dirt-like contamination on bottom enclosure,dust-like contamination at the air inlet of the blower box,light dust-like contamination on top of the blower motor and the blower box,black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Manufacture used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.